Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-1649.

Manufacturer narrative:
Should be: 2005 was: 2008.

Manufacturer narrative:
The complaint sample has not been returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. Other text : destroyed by customer

Event description:
Note: this MFR. Report pertains to the first of two devices that were used during the same procedure. Refer to associated MFR report # 300509980320081516 for a description of the other device. It was reported to boston scientific corporation in 2005 that an injection gold probe bipolar catheter was used during an homeostasis procedure the day prior. (Patient gender, age and weight unknown) according to the complaint, "the needle exited out side of the catheter". The case was completed with another injection gold probe bipolar catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok"